Manufacturer narrative:
(B)(4) - follow up #001. Initial pr (B)(4) issued MFR. Report # 1531186-2013-03691, indicting the products brand name as a mechanical (manual) wheelchair when in fact it is a mechanical walker, rollator.

Event description:
It was reported the seat on the 65851r rollator is cracked.